Manufacturer narrative:
Corrected: date returned to manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant when device was interrogated, it was found in back vvi reset mode. Another device was successfully implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The cause of the reset was due to a software error. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of reset could not be determined.